Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high rate non-sustained episode on the right ventricular (rv) lead. Additionally, the rv threshold was slightly elevated. The rv lead remains in use. No patient complications have been reported as a result of this event.